Event description:
It was reported that the patient says that he has been experiencing pain for the past four to five months. He says that his upper thigh hurts. He has a burning sensation along with a tingling feeling. Patient also states that his groin area gives him much pain. The patient had blood work and x-rays taken. After reviewing the x-rays the surgeon says that his hip needs to be replaced.

Manufacturer narrative:
At this time, the patient was unable to identify the devics implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.